Event description:
Event description guidant received information in october 2005 that the patient with this lead presented in july 2005 for implantable cardioverter defibrillator (ICD) reprogramming per advisory recommendations. During this procedure the patient complained of difficulty with deep inspiration. An x-ray of the implant site noted the left ventricular (lv) lead had dislodged and was moving freely within the patient's heart. It was also found the patient's left diaphragm was paralyzed. The physician believes that it was the dislodged lead that may have caused some phrenic nerve stimuation and possibly the diaphragmatic paralysis.